Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
Additional information was received from the customer. The settings used were pulsecut 40 watts and softcoag 30 watts. The physician recalled they might have stepped on the wrong paddle when snaring and stepped on softcoag instead of pulsecut. There was no allegation of any malfunction against the olympus generator. The patient was currently stable and in good health.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. A patient was found to have a perforation after a polypectomy. The reported esg-100 was not returned to olympus for inspection/investigation. There was no report of a malfunction of the device during the procedure. Therefore, the reported device could either be assumed to meet its specification or it could be rated as meeting its specification based on available inspection results. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus on behalf of the customer that during a polypectomy procedure on a small sessile polyp, the surgeon used saline to raise the polyp and then used g-flex polypectomy snare to snare the polyp. The case was completed without incident. However, the patient returned after two days with abdominal pain. It was later found out there was perforation at the site where the polyp was snared. The surgeon "blames" the nurse assisting him as the nurse reportedly did not set the esg-100 correctly. The patient required laparoscopy to close the perforation.